Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open exploratory laparotomy, two of these sutures unraveled after sewing. They opened new suture to complete the case. There was no patient injury.